Event description:
It was reported that the patient had a loss of therapeutic effect and he wanted to increase stimulation, but was not familiar with using the programmer. He stated that ¿it was working but then he had minor surgery on his hand so he did not know if that effected it or not but the last couple of days it had not been giving him as much control as he had for the last few months so he wanted to make an increase.¿ he later stated that his symptoms returned after the hand surgery and was having accidents. The patient was assisted with the programmer, but kept getting the poor communication screen. He eventually connected and saw that he was at 1.5. He increased to 2.0, but found that was too high, so he lowered it to 1.9 and that seemed comfortable. The patient later reported that after increasing the stimulation he did not see an improvement in his symptoms. He had the stimulation up to 3.0, but then decreased it to 2.0 because it was hurting him. The patient noted that the healthcare provider (hcp) did not talk to him about when to change programs. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported that the patient received assistance from their doctor and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0mg9k, implanted: (B)(6) 2014, product type: lead. (B)(4).